Manufacturer narrative:
(B)(4): a visual and microscopic examination identified stent damage to the distal and middle stent sections. The struts were misaligned. The hypotube was coiled which was most probably due to the method of wrapping post use by the hospital. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)

Event description:
This complaint is now reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure the device was unable to cross the lesion. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 2.50x20mm taxus liberte stent was advanced to the lad but was unable to cross the lesion. The device was removed from the patient and the procedure was successfully completed with a different device. No patient complications were reported. However, returned product analysis revealed stent damage.